Event description:
A 25mm mitroflow valve was placed in aortic position in pt with bicuspid aortic valve and severe ar, moderate as (B)(6) 2010. See in clinic (B)(6) 2013 and found to have moderate aortic stenosis and decline in lvef to 35% from normal in 2012 (approx. 48-50%). Repeat testing (B)(6) 2013 showed progressive lv dysfunction, referred for avr which was performed (B)(6) 2013. Lvef after surgery remains >25%. Given other events of this sort (rapid progression of bioprosthetic valve dysfunction soon after placement with significant clinical consequence) at (B)(6) hospital, hospital/department administration requested I submit this report. Dates of use: (B)(6) 2010-(B)(6) 2013. Diagnosis: aortic valve disease.